Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that they received the ins recharger antenna but the issue was not resolved. The patient reported that they continue to get 0-2 bars. When reviewed about the ins site, the patient stated that during the last report they were asked if the ins flipped and didn't know if that was an option. The patient was reviewed that if the ins flips, that would explain poor coupling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), product type: lead. (B)(4).

Event description:
Additional information received from the patient reported that they had the ins programs turned down to zero, but when they lay down they feel like its 'vibrating down their spine.' The patient stated that this started happening after the ins flipped, and that they thought that when it flipped the ins pulled the lead and since then the patients back has hurt and they felt like their whole center of mass was vibrating. The patient turned down all the settings down but now when they lay down they can still feel the vibrating on one side of their body. The patient noted that the ins flipped a month prior to this report and that on (B)(6) 2017 their ins was replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information via stated the recharger was bench tested and got all 8 coupling boxes. It started charging the implantable neurostimulator (ins) normally.

Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37791, serial# unknown, product type: recharger.

Event description:
A patient implanted with an implantable neurostimulator (ins) reported that they were getting poor coupling with recharging. It was reported that troubleshooting was done by repositioning the antenna over the ins but the coupling issue was not resolved. There was no pocket problem reported as possible reason for the coupling issue. The patient reported that they were getting zero coupling boxes filled in for the past two days and confirmed that the incident started on (B)(6) 2016. It was reported that the ins was about a quarter full. The patient reported getting a reposition antenna screen. The patient will be sent a recharging antenna to see if that will resolve the issue. The patient called back and noted that they received the new recharger antenna and that did not resolve the issue. It was reported that the patient continue to get 0-2 coupling bars that go away easily. The patient reviewed the number did not really change and moving around ins area generally resulted in poor communication. The patient stated that right on top is zero bars, slightly to the left was 0-2 bars. The patient stated that they sat on the toilet and the ins may have tilted a little from the toilet seat but they have never flipped or moved ins or has not noticed it moving/flipping. The patient reported that they went to visit their ex-partner and child and upon returning they could only get 2 bars. It was decided to replace the entire ins recharger to rule out the recharger as a factor. The patient reported that insr screen was frozen. It was reported that while lying in bed charging, the insr went blank and started beeping. The patient was informed that the beeping was due to lost coupling. The patient reported that nothing was coming on the screen. It was reported that the recharger was not charging. The patient reported that the desktop charger seemed bent. The patient was able to reset the insr but when they plugged it into the desktop charger (dtc), they had a message that the insr battery was low. It was reported that the connector pin looks bent on the dtc. The patient stated that the ins was flipped and they had it flipped it back. The patient indication for use is non-malignant pain.